Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified app issue occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed as an app crash. The probable cause could not be determined. The reported event of a unspecified app issue is reportable based on the finding of an app crash. No injury or medical intervention was reported.